Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, lot# serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that she made a mistake and had an MRI of her neck a day prior and she was not supposed to have an MRI. The patient confirmed the reason for the MRI was unrelated to the interstim; it has to do with a problem with her neck. The patient asked for assistance checking her device status. Patient services recommended the patient also follow up with managing hcp for further assessment. The patient did not have aaa batteries for her pp so will need to purchase some and call back. The patient reported during the MRI she felt something like a vibrating sensation which stopped after the MRI. The health care provider reported later that patient tried to use patient programmer (pp) again however it was not working, reviewed call from earlier indicated patient will need to replace batteries and patient has not yet done that. Redirected health care provider to call back when has new batteries to review pp use or other option was to go to hcp office to check implant. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.